Event description:
Information was received indicating that this smiths medical cadd solis vip pump failed accuracy testing. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.